Event description:
Per the clinic, an infection had developed at the implant site, exposing the receiver/stimulator. The device was explanted on (B)(6) 2024. Reimplantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
This report is submitted on june 11, 2024.

Manufacturer narrative:
Correction: the initial MDR submitted on june 11, 2024, was filed inadvertently. There was no infection occurred. Device analysis report attached. This report is submitted on july 19, 2024.